Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted.

Event description:
A customer contacted baxter (B)(4) regarding a leak in the transfer set between the tubing and the white tip. The customer stated that as a result of the leak, there was also air in the patient line. The home patient (hp) experienced peritonitis and was treated with antibiotics.

Manufacturer narrative:
(B)(4). Evaluation: this complaint was confirmed for a leak in the tubing. A root cause was not determined. Additional information: a batch review of the associated lot h10d15057 in this complaint showed no evidence of any similar or related problems during manufacturing. Baxter has received similar complaints and will continue to monitor for similar reports to determine if further actions are required.